Manufacturer narrative:
The device was manufactured on 6/2/2015 and has no repair history at zimmer biomet surgical. The ats2200ts with hoses-fr device, serial number (B)(4), was not returned to zimmer biomet surgical for evaluation and repair. Per (B)(4), through the clinical follow-up task, the customer had not used the device correctly. The reported event could not be confirmed.

Manufacturer narrative:
The device was not returned to the manufacturer at the time of this report. A follow up medwatch will be submitted once the device has been returned and the investigation is complete.

Event description:
It was initially reported that the tourniquet released several time during the surgery. So it was retracted and caused an hemorrhage to the patient. Additional clinical information determined that the reported issue occurred during surgery. It was clarified that according to the salesman, the customer had not used the device correctly. So the salesman retrained the customer. It was stated that it was unknown if there was any surgical delay associated with the report and an alternate device was retrieved for use during the surgery. It was confirmed that the patient suffered from a hemorrhage +++. No further clinical information is indicated.